Event description:
The catheter didn't aspirate the clot, an angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the catheter didn't aspirate the clot. The procedure was completed with another of the same device. There were no patient complications as a result of this event.